Manufacturer narrative:
By checking the sterilization charts of the involved lot #s, no pre-existing anomaly was found on the overall number. All the products have been properly sterilized before being placed on the market. Limacorporate received a total of 3 x-rays referring to pre-op revision surgery. The x-rays received - dated (B)(6)2019 - have been evaluated by a medical consultant. Following, the medical consultant comments: "the preop images before the revision on (B)(6) 2019 very much look like apparent infection with big osteolysis on the humeral side at the calcar and at the proximal methaphyseal part of the stem. I don't think the history with the problem during exercise has anything to do with this unfortunate infection. I don't see any relation to the implant". Stating that: the check of the sterilization charts highlighted no anomalies on the components belonging to the same lot #s of the explanted devices, according to the medical expert opinion, x-rays images suggest presence of infection with osteolysis; we can state that the event was not product-related. Pms data according to limacorporate pms data, revision rate of smr anatomic prosthesis due to infection is 0.06%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial- final MDR.

Event description:
Object of this report is the shoulder revision surgery of a smr anatomic total prosthesis performed on (B)(6) 2019, due to infection. It was reported that in mid-2019, the patient felt a pop in his shoulder when doing an incline military press. According to the complaint source, x-rays reviewed in (B)(6) 2019 revealed signs of infection. On revision surgery, the following prosthesis was removed: smr cementless finned stem (product code 1304.15.200, lot #1518245 - ster. 1500392). Smr humeral head ¿50 mm (product code 1322.09.500, lot #1700268 - ster. 1700039). Smr eccentrical adaptor taper standard (product code 1330.15.272, lot #1811570 - ster. 1800278). Smr trauma humeral body # medium (product code 1350.15.010, lot #1811189 - ster. 1800255). Tt hybrid cemented glenoid std+2 (product code 1379.59.212, lot #1709359 - ster. 1700253). An antibiotic spacer was placed in. According to the reported information, intraoperative cultures came back positive for the pathogen p. Acnes. We were made aware by the complaint source after the infection was solved, a custom-made glenoid component was implanted in (B)(6) 2020 (actually this implant became loose almost one year later with screw breakage after the patient overstressed it at the gym. Event was registered as lima complaint #(B)(4)). Previous surgery took place on (B)(6) 2018. Patient is a male, (B)(6).